Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that the patient experienced a pericardial effusion post procedure. After a successful ablation procedure involving an intellanav mifi open-irrigated and intellamap orion high resolution mapping catheter, the patients blood pressure began dropping while in recovery. An effusion was identified and a pericardiocentesis was performed. The patient ultimately had to go to surgery for repair. No allegation against boston scientific devices used during the procedure. The physician stated that the ablation location was in a difficult location; it was suspected that maneuvering to the location may have been the reason for the effusion. The patient has fully recovered.